Event description:
Boston scientific received information that high out of range pace impedance and high pacing threshold measurements were observed on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Noise and oversensing were also observed. A lead revision was done and the lead was surgically abandoned. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.